Event description:
Patient experienced extreme fat loss, pain, bruising, reduction of elasticity within one week of her only morpheus treatment. Secondary photo evidence of wrinkling, pitted skin. Patient presented second opinion from local plastic surgeon to support her claim of these conditions. Surgeon linked these signs and symptoms to the morpheus 8 treatment, as this was the only procedure to have been temporally related. Our treating provider followed the exact protocols provided to her by the corporate trainer. We contacted inmode for a response to this reaction. Their response was dismissive and even told our provider that our patient should " take a valium and relax." Our office has been managing the damage to her face since this incident 2 yrs ago. Treatments have included but not limited to: fillers, hdpdo threads, botox, peels, consultations from outside plastic surgeon for a deep plane face lift and fat grafting. We strongly encourage an investigation into the machine as there 10's of thousands review on all the damage it has caused both men and women around the world. Again, the company takes no accountability for the damage it has caused and blames the trained providers who in fact were all trained by inmode. Makes no sense.